Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results. A sample was not returned for evaluation, however, a photo was returned of the reported device. An evaluation of the photo provided showed a safety shield disassembled from the c collar hook. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3345610. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 22 g x 1.25 in bd eclipse¿ blood collection needle for a venipuncture, the pink eclipse safety shield became detached from the needle and the needle could not be safely shielded after the procedure.